Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during injection the pen would not depress fully with 7 bd pen ndl 32 g 4 mm. The following information was provided by the initial reporter: it was reported that the consumer stated the needles do not work. Also, she stated that the pen will not depress all the way when doing her injection.

Event description:
It was reported that during injection the pen would not depress fully with 7 bd pen ndl 32g 4mm. The following information was provided by the initial reporter: it was reported that the consumer stated the needles do not work. Also, she stated that the pen will not depress all the way when doing her injection.

Manufacturer narrative:
H.6. Investigation: the complaint is unconfirmed as no photo / samples of the reported batch were received. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. A review of past 12 months quality notification was performed, and no quality notification was raised on the reported defects.

Event description:
It was reported that during injection the pen would not depress fully with 7 bd pen ndl 32g 4mm. The following information was provided by the initial reporter: it was reported that the consumer stated the needles do not work. Also, she stated that the pen will not depress all the way when doing her injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 4/30/2021 h.6. Investigation: customer returned (2) used 32gx4mm bd pen needles without tear drop labels attached. The customer reported that the needles do not work; also, she stated that the pen will not depress all the way when doing her injection. Both returned pen needles were examined, then tested for flow using a test pen injector: both pen needles were able to expel properly. No defects were observed on the returned samples. ¿ pen needle DHR batch 9114909 was reviewed. ¿ the batch number was built on pen needle assembly line in (B)(6) 2019. ¿ review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. ¿ no quality notification was raised on past 12 months on similar non-conformance. H3 other text : see h.10